Event description:
I've had an issue with two separate 5-packs of the siemens healthineers rapid covid-19 antigen self-test. The issue is that the hole in the dropper tip is too small or maybe missing entirely. The result is that either none of the liquid comes out when the tube is squeezed, or I have to squeeze the tube so hard to get any drops out that the tip pops off the tube before I've gotten 4 drops, and all the sample liquid dumps out all over the test device. I am certain that the tip is fully inserted into the tube as far as it will go. This has happened to me now with two different 5-packs. Some of the tips work ok, but many have this issue. The lot number for the 5-pack I have now that has this problem is (B)(4). I don't have the lot number from the previous box. This seems like a significant defect that invalidates the test results and has occurred on multiple tips from two different boxes. Reference report: mw5122902.